Event description:
Patient was implanted with tibial nail and four 5.0mm locking screws on an unknown date. It was reported that no hardware was broken and patient was fully healed, but complained of pain of the right tibia. It was reported there were no issues with the nail and screws themselves. Patient returned to the or on (B)(6) 2013, for removal of hardware. No other implants were needed as fracture had healed completely. This report is for an unknown 5.0mm locking screw. This is report 3 of 5 for complaint(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.